Event description:
Resident was found on floor beside his bed with restraint on and tight around chest and neck. Coroner's report was not available to facility until 5/3/94. The cause of death was strangulation.